Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: needle was not retracting at all or retracting slowly.

Manufacturer narrative:
This record is a duplicate record. The issue is captured in MFR. Report # 1710034-2023-00202. This MFR. Report # 1710034-2023-00221 was sent in error and is corrected to not reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: needle was not retracting at all or retracting slowly.